Manufacturer narrative:
The act button did not respond due to flattened button dome switch(no crease). No unlock on keypad connector noted. Unable to perform self test and displacement test due to button keypad anomaly. The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unable to open the battery cap. The blood glucose at the time of the incident was unknown. The device was returned for analysis.